Manufacturer narrative:
B7: added medical history. H6: conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: on (B)(6) 2010: (B)(6), md. Operative report. Preoperative diagnosis: ventral hernia. Postoperative diagnosis: ventral hernia. Operative procedure: ventral hernia repair with gore-tex mesh. Anesthesia: general endotracheal anesthesia. Complications: none. Procedure: ¿on (B)(6) 2010, the patient was seen in the operating room and underwent good induction of anesthesia. An incision was made above and below the umbilicus. Cautery was used for hemostasis. The hernia sac was entered. After this was done, the omentum was reduced in the usual fashion. Gore-tex was used to approximate the edges and stitched with running prolene in 2 quadrants. After this was done, the fascial edges were approximated with figure-of-eight #0 vicryl popoffs. The wound was irrigated and approximated with monocryl and staples. The patient tolerated the procedure well.¿ on (B)(6) 2010: (B)(6) center. Implant sticker. Gore® dualmesh® plus biomaterial. Ref catalogue number: 1dlmcp05. Lot batch code: 7067933. W.l. Gore & associates. The records confirm a gore® dualmesh® plus biomaterial (1dlmcp05/7067933) was implanted during the procedure. On (B)(6) 20 17: (B)(6), md. Operative report. Preoperative diagnosis: pelvic pain, possible ectopic pregnancy, hemoperitoneum. Postoperative diagnosis: pelvic pain, possible ectopic pregnancy, hemoperitoneum with ruptured ectopic pregnancy. Operative procedure: exploratory laparotomy, left partial salpingectomy. Intraoperative consult was lysis of adhesions with dr. (B)(6). Anesthesia: general. Estimated blood loss: approximately 2000 to 3000 ml in the abdomen. Description of procedure: ¿the patient was brought to the operating room and placed in the supine position. After induction of general anesthesia, the patient was placed in lithotomy position betadine solution. After the patient was proceed directly to laparotomy, the patient returned to supine position, the abdomen was prepped and draped with betadine and foley catheter was placed using aseptic technique. An incision was made 2 to 3 fingerbreadths from the symphysis pubis down to the subcutaneous fat to the rectus fascia. The rectus fascia was incised in mid-position and carried by sharp dissection. The rectus raphe was dissected in a craniocaudal manner using sharp dissection. As we entered the abdominopelvic cavity, I encountered omental adhesions and also a sheath what appeared to be biological mesh. At this point, we entered the abdominopelvic cavity, the fundal aspect of the uterus was then grasped and suture was placed at the fundal aspect. The left tube was identified in the mid-position and in the proximal portion, there was noted to be actually was consistent with ruptured ectopic pregnancy with active bleeding. Two clamps were placed underneath this area, as we proceeded to remove the proximal 2/3 of the tube. The tube was then incised and then 2 sutures were placed underneath the clamps and free tie underneath both her previous ligatures. Adequate hemostasis was noted. Intraoperative consult was obtained by dr. (B)(6) as we proceeded to identify the mesh and proceed to free up the mesh along the incision site. After removed the majority uterus and the pelvic floor, the tube and ovary on the opposite side were visualized, no gross injury were noted. Again, the tube, we visualized the dissection side, adequate hemostasis was noted. Then, the ovary along the side also was noted to be with no gross lesions. Lap counts all reported to be correct and we proceeded to close the abdominal wall. Parietoperitoneum was left open. Fascia with 1-0 vicryl, which included freer with the mesh and the skin was closed with staples. Counts were correct. The patient tolerated the procedure well and was transferred in good condition.¿ a potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information. It should be noted that the instructions for gore® dualmesh® plus biomaterial use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: updated health effect. H6: updated investigation finding. H6: updated investigation conclusions. H6: health effect impact code: f26: no health consequences or impact . H6: medical device component: g04088: membrane. The investigation has been completed. Based upon the totality of the information received over the course of the investigation and reported by gore in the previously submitted medical record narratives the following conclusions have been reached. As previously reported, all pertinent medical records requested may not have been received. Through gore's investigation and based on the available information there is no available information that reasonably suggests that a gore device may have caused or contributed to death, serious injury or reportable malfunction, and is no longer considered reportable. Therefore, this event is being coded as no clinical signs, symptoms or conditions, no health consequences or impact and will be closed as no problem detected. Previous patient codes were reported based on the original complaint and are no longer applicable and/or not reportable per gore¿s investigation. It should be noted that the gore® dualmesh® plus biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ as with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision/re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. Based upon the information received, the device remains in the patient and was not available for evaluation. Review of the manufacturing records verified that the lot met all pre-release specifications. Section c1: name: plus antimicrobial product coating. Manufacturer/compounder: w. L. Gore & associates, inc. Lot number: 7067933. Additional manufacturer narrative: the plus antimicrobial product coating contains silver carbonate [approximately 800 micrograms per cubic centimeter of product (g/cm3)], and chlorhexidine diacetate [approximately 1600 micrograms per cubic centimeter of product (g/cm3)]. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: updated results code. Conclusion code remains unchanged.

Manufacturer narrative:
(B)(4). (B)(6). It should be noted that the gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.

Event description:
It was reported to gore that the patient underwent open ventral hernia repair on (B)(6) 2010 whereby a gore® dualmesh® plus biomaterial was implanted. The complaint alleges that on (B)(6) 2017, an additional procedure occurred whereby the gore device was explanted. It was reported the patient alleges the following injuries: pain and suffering; adhesions; abdominal wall repair resulting in revision of the placed mesh. Additional event specific information was not provided.